Event description:
Pre-op diagnosis: fracture it was reported that on an unknown date, post-op, the setscrews got pull out and the whole construct was instable. Additional surgery was performed as a result of this event, where those implants ( in total 10 pieces) were explanted. The product did not break.

Manufacturer narrative:
Product analysis observations: set screw location within construct unknown. Threads do not show evidence of cross threading. Set screw rod interface node height are atypical of full tightening. Node deformation height (@ center) significantly different than typical from bench comparison samples. Witness marks noted around the outer periphery of the set screw; this is consistent with the asymmetrical rod witness marks, as also found in the base of the fas saddles. Conclusion: set screw rod interface node height and witness marks suggest incomplete engagement of the set screw with the rod at final tightening.

Manufacturer narrative:
(B)(6). (B)(4). Device is returned to manufacturer but evaluation not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.